Event description:
It was reported that the crt monitor from a legacy digital r and f x-ray system detached from the monitor suspension and fell to the floor. There was no injury that occurred as a result of this event, and no patient was involved.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation is completed, the root cause of this event was ineffective dowel pins most likely due to unauthorized modification (pins appear as they were hammered for unknown reasons). The site was instructed to correct the issue by installing an new lcd monitor suspension, since the monitor suspension installed is no longer in production. No further actions are planned at this time.